Manufacturer narrative:
None.

Event description:
End user called for assistance checking the calibration of the device. After phone troubleshooting, it was discovered that the device did test the calibration but low out of range. The device was replaced and the defective one returned for investigation.